Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. Customer was experiencing symptoms of vomiting. The customer was treated for high blood glucose with manual injection. The customer was advised the 2 high blood glucose rule. The customer declined to proceed with high blood glucose troubleshooting, stating that the issue was the insulin she grabbed the wrong bottle this morning. Customer was advised to change out complete set with new insulin vial and to monitor and she agreed.